Event description:
A 66-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, novocure was informed that the patient fell while walking her dog, resulting in a skin laceration on her head that required five sutures. Optune gio therapy was temporarily discontinued. The prescribing physician confirmed that the patient was wearing the transducer arrays at the time of the fall, which contributed to the skin laceration on the patient´s head.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the scalp laceration cannot be ruled out. The fall was unrelated to optune gio therapy. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Additional note: manufacturing date of tfh211799 and tfh211798 is july 23, 2020.